Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm with no error message. The patient reported that the pump had presented with no error message and patient switch to back up pump. No clinical injury and no reported adverse effects.